Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 600mg/dl with no reported ketones or symptoms. Reportedly, the patient was hospitalized, treated with IV fluids and other unspecified treatment and pump use was discontinued. It was reported that the patient's healthcare provider had made pump setting adjustments to the basal and bolus settings. Troubleshooting determined that the basal and bolus totals matched the patient's programmed settings. This complaint is being reported for alleged hyperglycemia associated with pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. The black box showed a replace cartridge alarm on (B)(6) 2014. Deliveries resumed when the pump was primed; delivery interruption was observed to be 7 hours, 30 minutes. Typical usage alarms were observed in the alarm history. The basal and bolus totals added up appropriately to the total daily doses, showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.